Event description:
A surgeon reported that one day after an intraocular lens (iol) implant surgery using custom pak sleeves, a patient had a 3 mm hypopyon. The patient had to be hospitalized for a week, and the surgeon administered him ampicillin, gentamicin, and metilprednisolon. The surgeon's opinion the event was aseptic, it was not an infection, just inflammation. The ocular pressure was normal, but the remission of the hypopyon was rather difficult. Additional information was received from the surgeon who reported that the next day after the surgery, the patient said that she did not see anything. The surgeon detected hypopyon with timidal inflammatory of the aqueous humor. The affected eye was the right eye (od). The event duration was of 6 days and resolved with treatment. The patient was hospitalized from (B)(6) 2014. Ampiciline, gentacimine, metilprednisolon were administered during the hospitalization. The surgeon diagnosis was: toxic post operatory uveitis and vitritis. Cultures were not taken. The surgeon reported that a betadine preparation was used during surgery. There was no use of lidocaine. No retrobulbar block was performed. The wound integrity was described by the surgeon as intact. The viscoelastic was removed using I/a. The irrigation solution used was bss supplemented with adrenalin 1/1000. An intraocular lens (iol) was implanted in the capsular bag. Sutures were not required. The surgery duration was of 15 minutes. The surgeon also reported that reusable tubing was used with the system during the surgery, but the surgeon also reported that this tubing was not sterilized between surgeries. The tubing was sterilized only once per day. This patient was the first patient of that day. The tubing was not reused that day. The facility also provided sterilization procedure. Additional information has been requested but not received to date. This is one of four medical device reports being filled for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).